Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and observed a clean load point 2 alarm which is likely what the customer was referring to with "pump sees tubing loaded on load point 2 with no tubing loaded". Eval determined the cause to be fluid residue built up on the optical sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump "sees tubing loaded on load point 2 with no tubing loaded". It was also reported that there was no pt injury.